Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI): (B)(4). Both levels of qc were within the acceptable ranges prior to and after these results. The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing was performed. Test strip retention samples passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant glucose results for 1 patient tested on accu-chek inform ii meter serial number "(B)(4)." The patient was tested 3 times with results of: 28.6 mmol/l at 11:17, 12.3 mmol/l at 11:18 and 13.2 mmol/l at 11:19.